Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii or IV, seroma, and rupture.

Event description:
Explant physician reported a ruptured right side implant. Additionally, capsular contraction, "baker iii and IV" and " small seroma" were reported. The device was explanted.